Event description:
It was reported that this left ventricular (lv) lead had high pacing thresholds, resulting in a loss of capture with no asystole. Additionally, high impedances greater than 2000 ohms were observed. The lead was revised and during the procedure, severe insulation damage was noted by the physician, upon opening the pocket. The device appeared to be rubbing against the lead. An x-ray revealed a conductor break prior to the suture sleeve. The lead was abandoned surgically and epicardial leads were placed successfully. No additional adverse patient effects were reported. The product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that this left ventricular (lv) lead had high pacing thresholds, resulting in a loss of capture with no asystole. Additionally, high impedances greater than 2000 ohms were observed. The lead was revised and during the procedure, severe insulation damage was noted by the physician, upon opening the pocket. The device appeared to be rubbing against the lead. An x-ray revealed a conductor break prior to the suture sleeve. The lead was abandoned surgically and epicardial leads were placed successfully. No additional adverse patient effects were reported. The product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.